Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, it is likely rubber plugs are deteriorated and come off into the air/water supply operation channel. However, a root cause is unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During evaluation of the colonovideoscope, the air/water channel was observed having foreign material. There was no patient involvement.